Event description:
It was reported to boston scientific corporation that a rx lithotripter compatable basket was used during a calculus removal procedure. According to the complainant, during the procedure while attempting to crush a stone, the physician operated the handle to apply more force, but the thumb ring broke. The stone was released from the basket by moving the sheath, prior to device removal. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The exact patient age is unknown; however, patient is reported to be over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of thumb ring broken. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.